Event description:
The user facility reported that during a procedure to remove heavy bariatric sutures, the users utilized a loop cutter to attempt to cut a suture, but the loop cutter became stuck. The users then attempted to utilize surgical scissors to attempt to cut the suture and release the loop cutter, but the surgical scissors also reportedly became stuck. The users then employed a non-olympus needle knife and generator to cut the suture and release both the loop cutter and surgical scissors. The user facility did not specify if the intended procedure was completed. There was reportedly no pt injury associated with this event.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for eval. Users at the facility reportedly discarded the device following the event. The cause of the reported phenomena was determined to be due to user error. The fs-5u-1 instructions manual states: warning: do not use the instrument to cut any objects other than the surplus of olympus loop (e.g., maj-254, maj-340). If anything other than the surplus of the loop is cut, the blades may be damaged and unable to perform properly, the cut object may be caught in the tip of the instrument, and it may become difficult to safely remove the instrument from the body. Such objects other than the surplus of loop may include, stent wire, sewing threads, and loop stoppers. Reference MFR report #: 8010047-2010-00095 for the associated surgical scissors. This report is being submitted as a medical device report in an abundance of caution.